Event description:
It was reported that a female patient underwent a breast augmentation with two unspecified mentor gel breast prostheses and experienced bilateral capsular contracture (baker grade unknown) and rupture post-operatively, which was confirmed during a physical exam. As a result, the patient underwent explantation on (B)(6) 2017. This report is for the left side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture and rupture. Manufacturer¿s reference number: (B)(4).